Event description:
It was reported that there was a motor rate error. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol b10009704 as a result of warning letter cms# (B)(4). The device history review is not applicable or relevant because the results of the complaint investigation do not indicate a problem with the manufacture or repair of the device. Visual and functional testing were performed. Visual inspection of the revealed that the top case is in excellent condition and with no visible contamination. During occlusion testing, the motor rate error was found. The root cause of the reported issue was found to be normal wear. Combination of multiple drive train components are worn out from normal use. Replaced stepper motor, worm coupling, worm gear, wavy and delrin washers (worn out) . Performed power up process and all the functional test passed. D4 (UDI) is unknown. No product information has been provided to date.